Event description:
Dealer states the arm socket cup cracked on the left side frame.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.